Event description:
The customer reported that the sys exhibited collimator errors which prevented the sys from allowing fluoroscopic exposures resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was eval and repaired. The sys was tested and found to be working as intended and returned to service.